Event description:
The customer contact reported an operator error in programming the device, which resulted in the patient receiving more medication than intended. It was reported that at an unspecified time, the pump was programmed in the dose calculation mode to deliver heparin (25000units/500ml), with a dose of 80units/kg/hr instead of the intended dose of 15 units/kg/hr and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the nurse noted the programming error. The physician was notified and the delivery was stopped. A partial thromboplastin time (ptt) was drawn and found to be "very high." A CT scan of the head was ordered. After approximately 3 to 4 hours, a repeat ptt was drawn and the results reportedly remained "high." The patient was treated with two doses of protamine sulfate (250mg/25ml). After an unspecified length of time, the ptt value was reported as "less than therapeutic" and the delivery of the heparin was restarted at a dose of 15 units/kg/hr. There were no reported adverse patient sequelae. During testing at the user facility, the device passed testing. Though requested, no add'l info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The device passed testing at the user facility and was returned to clinical service. The customer contact indicated the event was the result of an operator error in programming the device.